Manufacturer narrative:
(B)(4). Concomitant medical products: ng lps-flex art surf 10mm, catalog # 00596203210, lot # 61631571. Tibial component 45 mm length, catalog # 00598003701, lot # 61603707. Femoral component, catalog # 00576401552, lot # 61538463. Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2019-00007, 3007963827-2019-00003, 0001822565-2017-08291. Event was initially reported on 0001822565-2017-08353; however, "the MFR number needed corrected to 0001822565-2017-08353." Reported event was unable to be confirmed due to limited information received from the customer. The articular surface and patellar component were returned for evaluation. The articular surface had nicks and gouges on the condylar mating surfaces and around the post. The patellar component had bone cement on the backside. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient legal counsel that the patient underwent an initial right knee arthroplasty and was subsequently revised due to pain approximately two years post implantation. No additional information is provided.